Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve implanted via transfemoral artery approach, an annular rupture was reported, with the timing of the injury described as not entirely clear. After the initial valve implant, the valve frame was described as appearing constrained, and post-dilation was performed at nominal volume with a double tap. No difficulty was noted with crossing or placing the device. The patient was initially stable. Following sheath removal, the patient complained of chest pain and a drop in blood pressure was observed. Tamponade was seen on echocardiography, and a pericardial drain was inserted, after which blood pressure recovered. Difficulty closing the femoral access site was described, and a femoral stop was applied. The patient was anesthetized and taken to theatre, where the chest was opened and a very small leak at the annulus was observed and repaired with glue, without the need for cardiopulmonary bypass. The transcatheter aortic valve remained in place and was functioning well. The femoral artery was repaired by vascular surgery. The patient was reported to be stable in intensive care following the interventions, with plans to wean. As per medical opinion, the vascular complication was not related to the esheath, but related to issues when trying to close the access site, and a fem stop was applied before repair by the vascular surgeons.